Event description:
It was reported that one vena cava filter leg perforated the cava wall and the filter was tilted. Reportedly, prior to the scheduled filter retrieval procedure, CT imaging identified one of the filter legs was approx 3mm outside of the cava wall and the filter had tilted forward, approx 5-15 degrees, with the apex into the cava wall. The physician performed angioplasty to pull the apex from the cava wall. The filter was successfully retrieved without incident. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The device is not available for evaluation. The event investigation is currently underway.